Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Additionally, a cartridge alarm (cartridge alarm 1 no pressure change when expected) occurred. The customer inspected the cartridge and a crack was observed. A supply change was performed to resolve both issues. The customer's blood glucose level was not impacted during these events.